Manufacturer narrative:
(B)(4). Evaluation results (B)(4) other, device/samples not returned. Retained kit testing met all specifications. In response to this issue an investigation was initiated to further examine the customer's issue. The investigation included a review of the complaint text, a review of labeling, and a search for similar complaints. Non-reactive results for the same patient were obtained when using axsym (B)(4) and axsym (B)(4). Master lot testing performed on (B)(6) 2008 indicated the master lot was performing to specifications. Testing of retained samples of axsym core reagent met package insert claims for sensitivity. Tracking and trending did not indicate any adverse trend for the axsym core reagent. Based on the investigation, no product issue was identified for the axsym core reagent for the reported complaint issue. This is the final report.

Event description:
The customer stated the axsym analyzer generated negative axsym core results of 1.331 and 1.591 s/co. When retested at a different laboratory using architect anti-hbc, a positive result of 1.77 s/co was obtained. A third laboratory also obtained a positive result on an architect analyzer, although no value was given. No adverse impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.